Event description:
Trouble giving pt meds thru port, pt taken to fluoro to have port removed. Catheter was split into 2 pieces.

Event description:
Trouble giving pt meds thru port, pt taken to fluro to have port removed. Catheter was split into 2 pieces.